Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver stated that "they observed air in the patient line scattered throughout some inch long and spaced apart.¿ renal therapy services (rts) assisted the patient in ending the therapy session and advised a new set up would be needed in order to continue the treatment. The patient would contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.